Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on the display had to adjust to read and rejected new batteries. It was reported that the insulin pump rejected new battery and buttons were harder to press multiple times to work. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act buttons dome switch. No unlocked lcd keypad connector noted. However, device passed operating currents, self-test, a21 error test and displacement test. No unexpected failed battery test alarm during testing. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners. (B)(4).